Event description:
It was reported by the (B)(4) distributor that a patient underwent an elective diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f sheath (unknown model). Peri-procedure the patient was anticoagulated with asa and clopidogrel. A pre-procedure femoral angiogram showed the vessel size approximately 6mm. Following the procedure, the deployer selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the "balloon ruptured and a second device was used with no further complications". No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1125101) indicated that the device lot met all established performance criteria prior to shipment.